Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1997. Subsequently, a revision procedure was performed on (B)(6) 2006 due to an unknown reason. It was also reported that a further revision procedure was performed on (B)(6) 2014 allegedly due to mechanical complications and adverse reaction to metal debris (armd). The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of scratching, wear and subluxation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08011 / -08012).